Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. There were no alarms or warnings prior to leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were no alarms prior to discovering the fluid leak. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid pouring out. The patient stated that the fluid leak must have occurred at some point during their treatment. The patient confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. There were no alarms or warnings prior to leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were no alarms prior to discovering the fluid leak. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid pouring out. The patient stated that the fluid leak must have occurred at some point during their treatment. The patient confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. There was fluid discovered in the pump module area. There were no alarms or warnings prior to leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that the fluid leak occurred during an unknown phase of treatment. There were no alarms prior to discovering the fluid leak. After ending the treatment, they were shutting down the machine and upon opening the cassette door there was fluid pouring out. The patient stated that the fluid leak must have occurred at some point during their treatment. The patient confirmed that the bag was not leaking and confirmed that there were no issues with the bag. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The actual sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A functionality test was performed on the cassette with a liberty select cycler and no issues were detected. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.